Manufacturer narrative:
Additional device procode: jds. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an (B)(6) 2019, the patient underwent a removal surgery due to a detached implant. Radiographic images confirmed a proximal humeral internal locking system (philos) proximal humeral plate with blocked six (6) locking screws and one (1) cortex screw disengaged from the plate in the proximal distal area with secondary loss of reduction. All devices were successfully explanted without any issues. The doctor makes new reduction using demineralized bone matrix (dbx) putty grafts and new philos plate using block guides for philos. Originally, the patient underwent an osteosynthesis of proximal humerus with philos plate last (B)(6) 2018. There was no surgical delay and the procedure was successfully completed. The patient was stable. This report is for one (1) cortex screw. This is report 5 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: lot number, concomitant medical products. Device evaluated by MFR: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned device was examined and minor wear/surface abrasions consistent with implantation and explantation were noted; the received condition would not impact the device functionality. No defects or deficiencies were identified. Functional test was not performed due to screw was returned separately. No,as no x-rays were received to confirm the loosening of the device. The received device was found to be without defect or deficiency which would impact functionality. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 204.830, lot: l737995, manufacturing site: grenchen, release to warehouse date: 16. January 2018, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.